Manufacturer narrative:
The product involved in the report has been returned and is being processed for evaluation. The device history record for the reported lot number was reviewed and documented that the lot was manufactured according to the approved manufacturing procedures, specifications, and then released by quality assurance. Upon completion of the sample evaluation and investigation; a follow-up report will be filed. Halyard health has no independent knowledge of the event reported but is relaying the information that was provided by the user facility where the incident occurred. (B)(4).

Event description:
Fill volume: 400 ml, flow rate: 10 ml/hr, procedure: tram (transverse rectus abdominis) flap, cathplace: left tap (transverse abdominis plane) block. It was reported by a user facility that an elastomeric homepump that was filled to 400 ml was almost emptied in 24 hours. The patient had surgery on (B)(6) 2017, and had tap blocks for pain management. The pump was inserted on the patient¿s left side. The pump was started on (B)(6) 2017 at 2 pm and set at 10 ml/hr. The pump was visually depleted at 8 am the next day, and by 2 pm was found to have very little medication remaining. The pump was located on the bed next to the patient. There were no external forces on the pump because the patient was reported to not have physically moved very much. It was also noted that there was a loose luer connection at the pump/catheter connection site, and the patient¿s bed was noted as wet.

Manufacturer narrative:
The pump was received full. Infusion was verified on all the selected flow rates, 0ml/hr did not infuse. The tubing was cut a few inches distal to the blue connector to drain the medication. The tubing was bonded back with a male and female luer using cyclohexanone. The pump was refilled to the nominal value of 400ml using a baxa repeater pump with 0.9% of saline. The select-a-flow (saf) was set to 10ml/hr and the flow accuracy test was performed. After 30 hours of testing, the pump yielded a flow rate of 8.99ml/hr, which is within specifications with a +/-20% tolerance. The pressure pot was performed on the flow control tubing (select-a-flow unit) and without the filter on flow rates 2ml/hr, 4ml/hr, 8ml/hr and 14ml/hr. The tubing was detached from the pump and connected to a pressure gauge. The average bladder pressure used was 8.60psi. Flow rate 2ml/hr yielded a flow rate of 2.12ml/hr, which is within specifications with a +/-20% tolerance. Flow rate 4ml/hr yielded a flow rate of 4.15ml/hr which is which is within specifications with a +/-20% tolerance. Flow rate 8ml/hr yielded a flow rate of 8.03ml/hr which is within specifications with a +/-20% tolerance. Flow rate 14ml/hr yielded a flow rate of 14.18ml/hr which is within specifications with a +/-20% tolerance. The evaluation summary concludes that fast flow was not observed. During flow accuracy test, the pump was within specifications. During pressure pot testing, all flow rates met specifications using the average bladder pressure. The complaint could not be confirmed based on sample evaluation and results. There was not enough information to adequately determine if the user or facility contributed to the incident. Root cause could not be determined. All information reasonably known as of 05may2017 has been included in this health authority report. Should additional information be obtained, a follow-up health authority report will be provided. The information provided by halyard health represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to halyard health. Halyard health has no independent knowledge of the event reported but is relaying the information that was provided by the user facility where the incident occurred. This product incident is documented in the halyard health complaint database and identified as complaint (B)(4).